Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's sensor board and internal battery were replaced to address the issues. The ventilator failed a step during testing. The device's oxygen blending module board was replaced to address the issue.